Manufacturer narrative:
Product analysis: analysis was able to confirm the reported stylus calibration issue. The touchscreen was out of specification. The touchscreen connector between the printed circuit board (pcb) and the overlay was cleaned and reseated. The touchscreen parameters were reset and calibrated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was unable to be calibrated correctly. The programmer was returned for service. There was no patient involvement.